Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as march of 2025.

Event description:
It was reported by the patient that the velcro on the sflx coilette has worn out, patient also stated that it hurts when they walk. The sflx coilette is too fat and causes a lot of pain while walking. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march of 2025. Additional information in following fields - b4: date of this report, d4: lot number, d9: returned to manufacturer date, g3: date received by manufacturer, h4: device manufacture date, h6: evaluation codes. Corrected data in following fields - d2: common device name. A visual inspection of the customer returned product was performed. Included was one sflx coilette part no. 1068238 with julian date 25056. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx coilette was reviewed and there were no reports of non-conformances or deviations. The sflx coilette was tested and it operates as intended. Review of complaint history identified (2) total complaints from (march 20, 2024) to (march 20, 2025) for part number (1068238) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time.

Event description:
It was reported by the patient that the velcro on the sflx coilette has worn out, patient also stated that it hurts when they walk. The sflx coilette is too fat and causes a lot of pain while walking. No further consequences are reported.